Event description:
It was reported that the patient passed out. Upon following up with the doctor on the event the same day, the patient's heart rate was monitored, and when the patient swiped their vns magnet an asystole event occurred. During normal mode stimulations of the generator the patient experienced a rapid drop in heart rate, from resting 111bpm to 40bpm during stimulation. It was additionally reported, a few days after the asystole event, that the physician tried to program the generator back to previous settings, but the patient could not tolerate any output current due to coughing fits. No further relevant information has been received to date.

Event description:
It was reported by a company representative that the patient's impedance value was within normal limits. No further relevant information has been received to date.